Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, guide wire damage occurred. The target lesion was located in an unspecified vessel. The choice flop j guide wire was used to successfully place a promus 2.75x23mm drug eluting stent. Using the same choice flop j guide wire, the physician attempted to place a promus 3.0x18mm drug eluting stent, but was unable to cross the previously implanted stent. The stent and guide wire were removed and upon inspection, the distal end of the guide wire was frayed enough to where the physician felt it was necessary to ensure that no portion of the guide wire had been left inside the patient. Nothing was visualized. No patient complications occurred. Patient status is satisfactory.